Manufacturer narrative:
It was reported that while drilling through the 2.45mm drill adaptor s/n (B)(6) with a drill bit, the drill bit got caught inside the drill adaptor. The drill adaptor was given to the field service engineer assisting the surgery. The rest of the surgery was performed with no further issue with the second drill adaptor owned by the customer. The drill adaptor was never sent back for investigation to manufacturing site. Therefore, the root cause of the event cannot be determined. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes.

Event description:
The surgeon had 14 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. The surgeon was using the rosa 2.45mm drill adaptor (mt-02-161-s18440) at the first trajectory for the case when the drill bit became lodged in the drill adaptor. There was some vibrations in the drill bit. The site removed the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor. The site replaced the drill bit as well. The site did have a secondary 2.45mm adaptor, so there was a couple minutes of delay as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used.

Event description:
The surgeon had 14 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. The surgeon was using the rosa 2.45mm drill adaptor (mt-02-161-s18440) at the first trajectory for the case when the drill bit became lodged in the drill adaptor. There was some vibrations in the drill bit. The site removed the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor. The site replaced the drill bit as well. The site did have a secondary 2.45mm adaptor, so there was a couple minutes of delay as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon had 14 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. The surgeon was using the rosa 2.45mm drill adaptor (mt-02-161-s18440) at the first trajectory for the case when the drill bit became lodged in the drill adaptor. There was some vibrations in the drill bit. The site removed the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor. The site replaced the drill bit as well. The site did have a secondary 2.45mm adaptor, so there was a couple minutes of delay as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used.